Event description:
It was reported that when anesthesia draws meds using this blunt needle from any rubber seal medication they would see some piece of rubber drawn from med bottle into the syringe. No injury.

Manufacturer narrative:
While performing a review of submitted MDR reports it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.